Event description:
It was reported that there may have been issues with high measured fico2 levels. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Based on the information collected to date there is no information according how the issue was resolved. No details have been obtained in regards which part turned out to be the source of the issue and device's logs were not received. This issue was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined. H3 other text : 4119.

Event description:
Manufacturer's reference number: (B)(4).